Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the force sensor was found to be out of calibration and a component was found to be misaligned on the printed circuit board (pcb). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was found to be out of calibration and a component was found to be misaligned on the printed circuit board (pcb). This report is made based on results of investigation completed on (B)(4) 2013.